Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on (B)(6) 2015, which performed as expected with a known anti-c positive blood sample. Immucor technical support used a remote electronic connection method to obtain testing records from the test instrument in question.

Event description:
On (B)(6) 2015, a customer from the (B)(6) reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo neo.